Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735560. The tubing was returned for product analysis. The analysis determined that the tubing set leaked just after the silicone pump tubing section. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation. It was reported that the surgeon went to ablate and noticed the IV tubing was leaking at the junction where it connects to the pump tubing. The site had a spare tubing on hand and was able to replace and continue with the case. There was no patient harm and the procedure was delayed less than one hour.